Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the reported device failures were not reproduced. Therefore, the root cause of the failures (image blackout, e222, and e224) could not be determined. However, it is likely that the reported defects caused the conversion from laparoscopic to open surgery. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned and evaluated. Visual inspection and operation check showed no abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the camera head and video system center had image blackout and scope communication errors e222 and e224 were observed. The issue occurred during laparoscopic sigmoid colectomy. The procedure was completed by changing to open surgery. There were no post-operative issues. Per the physician, camera head communication abnormality e224 has been occurring frequently, and it was suspected that there was a quality problem with olympus. This report is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide correction to the previous supplemental report. The device was evaluated by olympus. There are water droplet marks on the video connector and there is a scratch at the video module-electrical contact. Based on the investigation, it is likely that the non-reportable defects "water droplet marks on the video connector " and "scratch at the video module-electrical contact" could have disrupted normal communication. Although the observed device defects are non-reportable malfunction, the component failure likely caused and/or contributed to the reported adverse event (transition from laparoscopic sigmoid surgery to open surgery). The specific root cause of the reported event could not be identified.